Manufacturer narrative:
A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette seemed to be ripped (hole) in the middle which resulted in a leak. This was observed during initial drain of automated peritoneal dialysis therapy. Renal therapy services assisted the patient in ending the therapy session and disconnecting from the homechoice device. There was no report of patient injury or medical intervention associated with this event. No additional information is available..

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and a cut in the patient line tubing was observed. Clear passage and clamp function testing were performed and no issues were observed. Leak testing failed due to a leak from a cut in the patient line. The reported condition was verified. The cause of the cut could no be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.